Event description:
As reported, "unknown material was observed at the balloon area before use. It seemed as if the balloon had layers due to the contamination." The balloon area was insufflated and then the unknown material was blown away and lost. No patient injury was reported.

Manufacturer narrative:
One catheter with monoject syringe and cal cup was returned in original opened tray and carton box for evaluation. The tip of the catheter was removed from the cal cup and no visible contamination was found on the balloon or inside the cal cup. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. White dots were visible on the surface of the balloon but there was no difference in appearance when compared to the lab sample. All through lumens were patent without any leakage or occlusion. A 12cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. No visible damage was observed to the catheter body, balloon or returned syringe. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed with unaided eyes and under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a contamination issue could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.